Event description:
It was reported that a crbs polarx balloon catheter st 28mm ous showed the message "console detected blood in the catheter" to solve the issue the catheter was replaced, and the procedure was completed without patient complications. It is unknown if there was blood visible within the catheter. The device is expected to be returned.

Event description:
It was reported that a crbs polarx balloon catheter st 28mm ous showed the message "console detected blood in the catheter" to solve the issue the catheter was replaced, and the procedure was completed without patient complications. The device is to return. Per additional information received, this event is no longer reportable. The left superior pulmonary vein was being worked on when the error occurred. The physician did not continue using the catheter after the blood detection error occurred and the error showed during balloon inflation. It was further reported that blood was not visible in the balloon after the error occurred. The catheter has been received by boston scientific and is awaiting investigation.

Manufacturer narrative:
The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. No visible blood was seen inside the balloon and no external damage was noted. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field. Testing performed with same pressure and acceptance parameters as manufacturing, the device passed testing. With the returned device being fully assembled, no additional plugs are necessary to execute tests. The polarx device was then connected to the smartfreeze console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. At this point, the device was fully assembled, and had not been dissected. The polarx device had a normal operational blood detect index of 21. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. An outer balloon skive blood detect wire split was found. This wire split could lead to the wires contacting each other which would result in a false blood detection error. The reported event was confirmed.

Event description:
It was reported that a crbs polarx balloon catheter st 28mm ous showed the message "console detected blood in the catheter" to solve the issue the catheter was replaced, and the procedure was completed without patient complications. The device is to return. Per additional information received, this event is no longer reportable. The left superior pulmonary vein was being worked on when the error occurred. The physician did not continue using the catheter after the blood detection error occurred and the error showed during balloon inflation. It was further reported that blood was not visible in the balloon after the error occurred. The catheter has been received by boston scientific and is awaiting investigation.